Event description:
It was reported that the rtp table locks did not engage during use, causing the table to move without resistance in two axes. There was no injury reported. The concern is for a serious injury if a pt were to become unsteady and fall as result of the bidirectional free movement of the table.

Manufacturer narrative:
A ge field engineer (fe) evaluated the system and found that there was no power applied to the table locks, causing the bidirectional motion of the tabletop. The fe replaced the power supply and verified table lock functionality.